Manufacturer narrative:
Due diligence for additional information was executed. There is no additional information available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use the device yielded a no synch message and there was no image. The cable was tested and found to be good. Tests were made for all possible connection combinations with the video system and printer with the device using the known good cable. The video system and the printer were also found to have no issue. The issue was found to be malfunction of the device sdi ports. There is no patient involvement.

Manufacturer narrative:
The device has not yet been returned and so a device evaluation is not done. However, some information is available. This supplemental report is being submitted to provide this information. The manufacture date is feb 16, 2018. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, nor any special adaptations or variations.